Event description:
I was using an omnipod insulin pump. My pump stopped functioning properly. I didn't know because it was acting like it was acting normally. I kept thinking something was wrong with me. I was getting sick. My blood sugar was very high. I kept (I thought I was) correcting it but it was still very high bu didn't know what to do. After few hours I started feeling really bad. I wasn't aware of diabetic ketoacidosis because nobody, either my doctor or the educator from omnipod warned me about the possibility of dka if my pump stopped working. Eventually my boyfriend called 911 and they took me to the hospital. I was in the ER for 5 hours. My blood pressure dropped to 60 over.. Something dangerously low. They transferred me to ICU and eventually to a regular room. I was in hospital for 2 days . When I went back home I called omnipod to report the problem. They never call me back. It took 2 text messages to the omnipod educator to call me back. Her mist concern was if I was happy with the pump before my trip to the hospital. When I was in the ER no one knew about the omnipod. My boyfriend had to explain to them it was an insulin pump. The doctor had to google it. A couple of months ago I received a phone call from omnipod they wanted to know how my journey with omnipod was going. Silly me I thought they wanted to know how I was doing. I don't think the educator ever report the problem I had with them I called and left message. One more time nobody ever call me back. I received the email from them to report the issue with the pump not delivering the insulin. I know that what happened to me. I didn't know what to do and how to report the problem. I was so in shock. It was the worst experience of my life their lack of proper training is absolute negligence. I have a screenshot proving the insulin didn't deliver any insulin to my body.